Event description:
It was reported that the lead was replaced due to high svc impedance of greater than 200 ohms, varying impedance over the last two months, oversensing, noise with left arm movement, and an apparent lead fracture. No patient complications have been reported as a result of this event.